Event description:
The surgeon performing thoracic surgery was having difficulty opening and closing the chest retractor. This was the second time within a week span there was an issue with one of these retractors.